Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the soam associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ error 25807. The soam was installed with roll drive for testing and fa verified the issue was caused by the roll drive. Isi also received the roll drive assembly associated with this complaint and completed its investigation. Failure analysis (fa) reproduced the reported issue ¿ error 25807. The unit passed I-loop twang, hall calibration, sine sanity and brake test. However, the unit failed hall to encoder. As a fix the stator will be replaced.

Manufacturer narrative:
The single-port one axis manipulator (soam c) board nor the multiple instrument manipulator (mim) motor have not been received for failure analysis. Therefore, the customer reported failure has not been determined. If the parts are returned or if additional information is received, a follow up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer experienced a repeated error code 25807. The customer had attempted to recover the fault multiple times but the issue persisted. The customer performed a power cycle and an emergency power off of the system but upon power each power up, the fault reoccurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed fault 25807 reported by a node indicating a manipulator failure. The customer successfully undocked the system with all instruments engaged and elected complete the procedure using another da vinci surgical system. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site to address the reported issue. The fse replaced the single-port one axis manipulator (soam c) board and the multiple instrument manipulator (mim) motor to resolve the issue.